Event description:
The hcp reported that the pt is hospitalized due to "inadequate pain relief." A dye study was performed and 4 cc of yellowish fluid was aspirated from the catheter access port. The aspirate was sent to pathology- results are pending. The catheter appeared to be patent. The hcp believes that this is a "pump issue." It is unknown if troubleshooting has been performed.